Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Medtronic representative reported via email high and low blood glucose levels. Customer's blood glucose level was as high as 460 mg/dl and as low as 41 mg/dl. Customer advised they did not bolus for lunch and felt their blood glucose continued to drop. Customer ate a cookie to bring their blood glucose back up and then had to deal with high blood glucose levels. Customer was disconnected from the insulin pump which caused the high blood glucose. Customer later on reconnected to the insulin pump, received a correction bolus and was able to bring their blood glucose down. Customer declined to spea to the 24 hour helpline.